Event description:
It was reported to philips that the device experienced a power failure. There was no patient involvement.

Manufacturer narrative:
The customer initially requested assistance from a philips representative as their unit had experienced a power failure. However, after the case was created, the customer declined further service for the device as their unit was no longer under warranty. As a result, an evaluation could not be completed and a cause for the original allegation could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and the customer declined service for the unit, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.